Event description:
An alarm issue was reported with the adc application in use with an iphone 11 with ios version 16.3.1 operating system. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced shaking, "flashing in eyes", and a loss of consciousness. The paramedics were called, and the customer was treated at the hospital with glucose in a tube by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low glucose alarm. Attempted to replicate the user¿s complaint using similar configuration and successfully received low glucose alarm notifications in the application (iphone 11 pro, ios 16.3.1, 2.8.1.6120). The user complaint could not be reproduced. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in report is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with an iphone 11 with ios version 16.3.1 operating system. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced shaking, "flashing in eyes", and a loss of consciousness. The paramedics were called, and the customer was treated at the hospital with glucose in a tube by a healthcare professional. There was no report of death or permanent impairment associated with this event.